Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the device gave the patient a shocking feeling. The patient asked if it was normal for the device to give the patient a shocking feeling. No further symptoms or complications were reported.